Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally applied pressure to the ilet, resulting in a cracked screen while the device remained functional. Symptoms included no adverse clinical effects, and the reported blood glucose was 169 mg/dl. Outcomes included a device exchange with instructions provided for shutdown, data sync, and startup on the replacement device, and the user was advised to continue cgm monitoring via dexcom app or receiver. Investigation included review of user report and coordination for device replacement and return and inspection of the returned device. Investigation of this device revealed damage to the display assembly consistent with external mechanical impact, with no reported effect on insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.